Event description:
The clinician reports that the dental implant failed to osseointegrate. The device was returned to the manufacturer.

Manufacturer narrative:
Osseointegration problems in endosseous dental implants during the healing phase is a known inherent risk of dental implant treatment. Success rates for implants are high, with reports of approximately 95% (singh et al., 2020) and 97.3% (schwartz-arad et al., 2008). The implant failure behavior can take place in the surgical phase or prosthetic phase and/or the immediate load phase. The most common sign for implant failure is implant mobility during the surgical phase, whereas infection and marginal bone loss are the common signs during the prosthetic phase (schwartz-arad et al., 2008). In 2014 chrcanovic performed a review for implant failure analyzing articles from 2004 to 2014 the author declared that: "we do not know why some implants fail primarily but fortunately the frequency of such failures is small, in the range of 1-2% in most clinical reports. Thus, it can be seen that the percentage of non-osseointegrated implants that s.i.n. Was aware of is below the probability predicted in clinical literature of 1-2% of products.